Event description:
A malfunction was reported on the customer's pump with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. In response, technical support arranged to send a replacement pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and ensured the customer knew how to store the old pump and return it using the provided box and label. The customer acknowledged these instructions and awaited the replacement.